Event description:
It was reported that during a percutaneous coronary intervention procedure, a tip detachment occurred. This 182 cm pt graphix along with a non-bsc stent were selected and advanced to the lesion. During deployment a balloon rupture occurred with the carrier balloon just below the stent. The physician was unable to removed the wire;therefore, the balloon and wire were removed together with some difficulties. During withdrawal the tip of the wire became separated. The wire tip remained in the coronary vessel of the patient and the patient was transferred to cardiac surgery for a bypass operation. The tip of the wire was unable to be retrieved. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)3 device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).